Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, drawer 7 failed to close and became inaccessible. Multiple troubleshooting attempts were performed however, the drawer did not return to normal operation.the customer stated that this malfunction occurred while dispensing the medication.there were no delay and adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number.a review of the device history record for (B)(6) was performed from the date of manufacture, 15-jul-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.upon investigation of the actual device used in this incident, it was determined that system drawer 7 failed to close. A field service engineer (fse) had arrived onsite, investigated auxiliary drawer 7 not opening, identified a dislodged latch assembly inseparable magnet, replaced the inseparable, verified proper drawer operation through hta testing and pharmacy inventory count, and confirmed the station and auxiliary drawer were fully functional with no additional issues. The system functioned as intended after the field service engineer repaired the device.